Event description:
The patient presented to a hospital for lead evaluation. Externalized conductors were observed via review of fluoroscopy. The lead was capped when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.